Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor gave a reading of 40 mg/dl when the blood glucose reading was actually 70 mg/dl, causing an inappropriate activation of the threshold suspend. The sensor was not returned.